Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bowel issues. The reason for call was the patient reported they have started to become incontinent in the afternoon which is very depressing for them. Symptoms started 2 weeks ago and they started having a little more incontinence every night. Patient is not sure if its the device or what is the cause of the problem. Patient has an upcoming appointment with managing physician on (B)(6). Reviewed how to increase stimulation until patient felt stimulation. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Additional information was received from the patient. The patient called back and reiterated the previously documented information, that they've been having daytime incontinence and stated that they had it "coming out and burning" their "rear end." The patient stated since they made an adjustment during the last call it was working well for them up until today (B)(6) 2022 and now it's starting to not work again. The patient did not want to go higher on their stimulation level without assistance. The patient stated they felt like the stimulation was weakening a little over the past few days since their adjustment and patient services explained to the patient that it was common for patients to get used to their stimulation sensation. The patient stated they felt it was because they "relaxed," and that was the problem so they wanted to increase their stimulation. Patient services assisted the patient in connecting to their settings and increasing their stimulation on the call to where they could feel it comfortably. During the conversation with patient services (after the patient had adjusted) they stated their icon programmer had turned off and asked if that was normal. Patient services advised the patient that if the programmer wasn't in use for sometime, it would power off. The programmer appeared to be functioning as intended. The patient was going to continue monitoring their symptoms and was going to follow up with their hcp at their follow-up appointment on (B)(6) 2022. The patient called back reporting after the increased stimulation on their last call the sensation lasted a few days and then stopped. They saw their doctor yesterday and she said all of patient's muscles were fine. Patient had a bad day today therapeutically and wanted to know if they should increase stimulation higher. Reviewed patient can try going higher as long as it is comfortable for them to do so. Patient mentioned they have some groin pain but do not believe this is caused by the device. They think it is a strain from using heavy leg weights. Patient increased stimulation and described a comfortable throbbing sensation. Patient will monitor symptoms. Reviewed option to try another program as long as patient's managing physician has given permission to do so. Additional information was received from the patient. They raised the therapy 2 levels and then had to decrease it two levels due to pain in the groin. Caller thought the groin pain was a torn muscle, but it resolved after decreasing the stim. Helped caller connect to the ins and change programs. Caller felt the stim at a comfortable level and will increase if needed. Reminded caller to track settings and symptoms as we do not keep that on file here. Caller saw a warning screen on the pt programmer, possibly was the low battery screen but the caller didn't think it could have low batteries already since they just used new ones 5 days ago. Screen went away and did not appear again. Additional information was received from the patient. They reported that patient called back said that ins battery is low and is scheduled for replacement on (B)(6), said is looking forward to getting the new system as theirs is having problems.